Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged from it's original implanted site. The physician has successfully repositioned this ra lead. No adverse patient effects reported from the procedure.